Manufacturer narrative:
Inspected 2 opened and used sensors and performed bicarbonate buffer test per specifications. 1 of 2 sensors failed for low readings. 1 remaining sensor passed per specifications with accurate readings.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Sensor glucose was 253 and blood glucose was 99 mg/dl. Customer's blood glucose at the time of call was 120 mg/dl. Troubleshooting was performed. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.